Manufacturer narrative:
The reported events were sensing noise and insulation damage. As received, a complete lead was returned in two pieces with the helix extended and clogged blood/tissue. The reported event of sensing noise and insulation damage were confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region the cause of reported events of sensing noise and insulation damage was due to external insulation abrasion that exposed of the outer coil consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2024-70374. It was reported a patient's atrial lead presented with oversensing noise and inappropriate automatic mode switch (ams). The atrial lead noise was reproduced so the patient was scheduled for explant on (B)(6) 2024. During procedure it was noted the atrial lead had an insulation breach and the right ventricular (rv) lead had dislodged so both leads were extracted in the same procedure. Post-procedure the patient was stable.